Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 6 atmospheres within 30 seconds. The device was removed using normal method without any problem and the procedure was completed with a different device. The patient was in good condition after the procedure.